Event description:
This year the co contacted elan regarding the vesmatic interface with the sunquest lis system. Elan performed software updates that needed to be reconfigured in sunquest. Elan was not able to provide the needed documentation that described the software changes. The co learned that in fact elan performed multiple software changes without notifying customers and providing the needed documentation. Sunquest refused to update the instrument interface, and now the co can no longer auto transmit sed rate results. Elan was negligent in not making its customers aware of the software changes.